Event description:
After the implant was completed, the patient presented with profuse bleeding at the neck incision site and developed a hematoma at the chest and neck. Physician intubated the patient and brought the patient back into the or. Physician addressed the hematoma at the chest and neck. This resolved the issue.